Manufacturer narrative:
Continuation of d10: 439888 lead implanted: (B)(6) 2019.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that post generator change out, the patient had a device check and presented with high out of range right atrial (ra) lead impedances. It was noted that sensing was appropriate and there was intermittent atrial capture. No noise was indicated on the device electrograms (egm). The patient was sent for x-rays, and the cardiac resynchronization therapy defibrillator (crt-d) header view was inconclusive. A few weeks later, the patient was brought into the lab, and an x-ray was headed at different angles, and it appeared that the ra lead was not fully seated in the header. A loose setscrew was suspected. The pocket was opened, and the ra lead was tugged on, and it stayed intact in the header. The set screw was loosened, and the ra lead was tested via analyzer within normal limits. The set screw, header, and lead pin were visually inspected, and all looked normal per the physician. The ra lead was reset in the port. The set screw was tightened and retested through the device and all measurements were within normal limits. The physician made programming change to the mode and rate. It was determined that there was appropriate function. The crt-d remains in use. No patient complications have been reported as a result of this event.